Manufacturer narrative:
(B)(4). Batch #: t5el7r. Device analysis: the analysis results found that the cdh29p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device, and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples met the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a colon resection, after the doctor fired the stapler and released the anvil, she had considerable difficulty in extracting the stapler. The procedure was delayed by forty-five to sixty minutes. Additional rotations of the anvil released the stapler. The surgeon had to redo the anastomoses because she was not comfortable with it after removal of instrument, and stated she felt the staple line was compromised during removal of instrument. The procedure was completed with no patient consequences reported.